Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The facility removed the 16x3.50mm veriflex stent delivery system (sds) from the plastic hoop without resistance and the stylet was removed as well. However, it was noted that there wasn't a stent mounted on the balloon and it appeared as though a stent had never been mounted. The procedure was completed with another of the same device. No patient complications occurred and the patient's current condition is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)